Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The access site was femoral. Intravascular ultrasound (ivus) was used. The 90% stenosed lesion being treated was located in the severely tortuous and severely calcified mid left anterior descending (lad). The 2.75x38mm taxus liberte drug eluting stent delivery system could not cross the lesion. There were no patient complications and the patient condition is listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The struts on rows 1 and 2 from the proximal edge was misaligned and raised. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The manufacturing records were reviewed, and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. (B)(4).